Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Adverse event or product problem and type of reportable event field not completed. No malfunction. MDR filed due to keywords ¿spark¿ and "burn" present in complaint. The product was returned for evaluation, and subsequent testing verified the complaint. The chair's right arm had visible impact damage with deep scratches and abrasions. The foam desk arm pad was torn from impact. The joystick cable had visible impact marks on it. All the impact damage showed that the chair was subjected to repeated side impacts. The joystick cable was entrapped under the arm and was damaged. The underlying cause was identified as the joystick cable had been re-routed by the consumer or dealer under the folding arm, most likely to avoid the impacts to the cable. This is not the proper routing of the cable. The result was the cable becoming damaged overtime.

Event description:
The consumer alleges when they lowered the arm, it cut the joystick cable causing it to spark and burn. No injury is alleged.